Manufacturer narrative:
No device returned for evaluation as it remains in the patient. Review of the radiological films could not confirm complaint. No root cause could be determined at this time. Currently no revision is planned. Labeling review: "...potential risks identified with the use of this system, which may require additional surgery, include: bending, fracture or loosening of implant component(s) loss of fixation" "...correct selection of the implant is extremely important. The potential for success is increased by the selection of the proper size of the implant. While proper selection can minimize risks, the size and shape of human bones present limitations on the size and strength of implants. Metallic and internal fixation devices cannot withstand the activity levels and/or loads equal to those placed on normal, healthy bone. These devices are not designed to withstand the unsupported stress of full weight or load bearing alone." "... Loads on the device produced by load bearing and by the patient's activity level will dictate the longevity of the implant." Patient education: left in-situ.

Event description:
On (B)(6) 2016 a patient underwent a multi-level interbody placement procedure with posterior fixation from t9 to s1 without issue. Approximately one month later during follow up a rod fracture was observed on radiographs. No revision is planned at this time. No patient injury has been reported.